Event description:
Boston scientific received information that this right atrial (ra) lead had been damaged in the lead body. The physician inspected this ra lead and stated that there was suspected lead fractured. There were no other field allegations. Ra lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.